Event description:
It was reported that the arctic sun device failed calibration for an error 80 (water time check out-unable to reach calibration temperature) , not cooling. A check of the diagnostics showed a failed mixing pump. They discussed the 2000 hour service package and would discuss repair options with management. Per additional information received via mail on (B)(6) 2024, they reached out to tech support because they retried the calibration and got an error 2 (pre-warm inlet pressure error) expected -7.0 but only got -0.02. In addition to the mixing pump, they would need the circulation pump and gave pn and price. They were aware of it need the 2k preventive maintenance but just need to know what parts are needed to two calibration failures.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was failed circulation pump. The DHR is not required as this is event not an out-of-box failure and therefore is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Correction- f, h h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the arctic sun device failed calibration for an error 80 (water time check out-unable to reach calibration temperature), not cooling. A check of the diagnostics showed a failed mixing pump. They discussed the 2000 hour service package and would discuss repair options with management. Per additional information received via mail on 01feb2024, they reached out to tech support because they retried the calibration and got an error 2 (pre-warm inlet pressure error) expected -7.0 but only got -0.02. In addition to the mixing pump, they would need the circulation pump and gave pn and price. They were aware of it need the 2k preventive maintenance but just need to know what parts are needed to two calibration failures.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.